Event description:
It was reported that patient experienced pain at ipg site. Surgical intervention was undertaken, and during procedure, it was noted that the ipg had flipped over itself in the pocket. Ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.